Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system recorded a beeping alert. Upon interrogation of the device, an out of range pacing impedance measurement greater than 3000 ohms was observed for the right atrial (ra) lead. It was mentioned that in-office measurements show in-range impedance values around 500 ohms and no noise, however, when the patient is pushing downwards, the pacing impedance jumps to greater than 3000 ohms and artefacts are observed. Technical services (ts) recommended system revision to check lead integrity and the device header connection. The crt-d system remains in service. No adverse patient effects were reported.